Manufacturer narrative:
Stent remains implanted in patient. As event occurred approximately 5 months after index procedure and there were no reported device malfunctions, the delivery system is presumed discarded and will not be requested. A review of the lot history record (lhr) indicated that there were no non-conformances observed for this lot and the lot conforms to its predetermined specifications and requirements. A risk assessment review indicates that restenosis is captured as a foreseeable event. A review of cobra pzf instructions for use (IFU) was conducted. Restenosis is listed in the IFU as a known potential adverse. The investigator reported that the event is possibly related to the index procedure, and possibly related to the study device; the sponsor believes intracoronary stent restenosis is multifactorial (including, but not limited to, patient lesion type, disease progression, comorbidities, and vessel trauma during the index procedure). Restenosis can also result from malapposition of the stent/sub-optimal stent expansion (stent unable to maintain intended patency, loss of strength due to fracture, position of stent compromised, use error of incorrect deployment, smaller deployed diameter). In this case, patient comorbidities, disease progression, and / or index procedure dissection (vessel trauma) may have contributed to restenosis. Relationship between restenosis and study device cannot be completely excluded. The identification of restenosis at the site of the treated lesion does not imply a technical problem with the study device or study procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design, or labeling; there is no evidence of a device deficiency.

Event description:
A (B)(6) male with medical history of coronary artery disease, percutaneous coronary intervention (pci) to lad with bare metal stent (bms) in 2013 with residual 40-50% stenosis of the right coronary artery (rca), atrial fibrillation on oral anticoagulant, mitral valve regurgitation, av block in 1993 with pacemaker implantation, current smoker (2 packs/day since age (B)(6)), morbid obesity, hypertension, and dyslipidemia, presented with stable angina and enrolled in the (B)(6) trial on (B)(6) 2018. He underwent pci via direct stenting with placement of two 3.5x30mm cobra pzf¿ stents, deployed in the proximal rca and mid rca. Post-dilation was then performed. As dissection was suspected (due to white area visualized below stented area), a 3.5x15mm cobra pzf¿ stent deployed in distal rca. The patient did not report any adverse effects at 14 days and 30 days follow- up visits. The patient returned on (B)(6) 2019 with worsening exertional dyspnea nyha iii, and for preoperative assessment. A coronary angiography was done to evaluate the mitral valve function and showed in-stent restenosis of the distal rca, which was treated via implantation of two drug-eluting stents (des). Proximal and mid rca were free of intracoronary stent restenosis. The patient was discharged (B)(6) 2019. The investigator reported that the event is possibly related to the index procedure, and possibly related to the study device. No additional information was provided.